Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon " delay in start of procedure" and the phenomenon " fan does not rotate" occurred due to a faulty fan. However, the root cause of the phenomenon's could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the procedure was a nasopharyngeal fiberscope and the delay occurred at the start of the procedure. No use of implantable equipment. The power was turned on when event occurred. The patient was not under anesthesia or sedation because it was discovered during the pre-use inspection.

Manufacturer narrative:
The device was returned and evaluated. And the customer's allegation was confirmed. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the fan did not rotate while using the visera elite xenon light source. The issue occurred during preparation for use. And the diagnostic procedure was completed with a similar device. There was an unspecified delay. There was no patient harm associated with the event.